Manufacturer narrative:
On 11/18/2016 the field service engineer (fse) found that the light scatter preamp (ls preamp) was defective causing the elevated counts and failed controls. The fse replaced the ls preamp and the instrument then ran within published specifications. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the lh780 analyzer generated erroneous high basophil (ba) counts for patient samples. Erroneous results were not reported out of the lab and there was no change or effect to patient treatment in connection with this event.